Manufacturer narrative:
Medtronic investigation of returned suspect x-ray detector panel finds that the reported issue was confirmed. The detector panel kit was installed on the imaging test system. Over repeated testing, 5 occurrences out of 6 power cycles error 34 and/or 43 manifested on cp2. In viva, receptor initialization error was observed, and no image produced when using "acquire image", therefore no viva files are saved. Installed known good cp2 and the errors continued to manifest. Installed known good detector with cp2 under test, and the system functioned as expected. Faulty detector panel. Cp2 is good. The reported event was confirmed to be caused by an electrical failure mode.

Manufacturer narrative:
Patient weight has not been provided. A medtronic representative performed troubleshooting and inspection of the imaging system on-site and found the root cause of the reported issue to be a malfunctioning image processing component as well as an x-ray detector panel that required replacement. The defective parts were returned, but the investigation of these parts is not yet complete. The parts in question were replaced on the imaging system and the necessary post-part replacement calibrations were performed. A full inspection was completed, confirming that full functionality had been restored. The system has now been returned to the customer.

Event description:
A medtronic representative reported that after successfully using the imaging system at the start of a spinal fusion case, the system was unable to be used for post-op confirmation of screw placement. The imaging system was not able to be used for the remainder of the procedure and a c-arm was used in its place. This reported malfunction led to a 15 minute delay in the procedure, and no patient harm or impact was has been reported.